Manufacturer narrative:
H10: on 24jan2024, the field service engineer (fse) went to the customer site and found that the fan speed error code had occurred three times. The fse replaced the cooling fan and performed a performance verification test (pvt). The ventilator passed all testing included in the pvt, verifying that the device had returned to full functionality. The device was returned to clinical use. Multiple good faith efforts (gfe) were attempted on 29jan2024, 05feb2024, and 12feb2024 to obtain the patient information from the time of the event. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was giving a fan speed error. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) informed the customer of the diagnostic code for a cooling fan speed error, which would indicate that the cooling fan speed was less than 2000 rpm and possibly result in the ventilator overheating. The rse provided the customer with the following troubleshooting steps in this order: verify that the cooling fan speed is 4000-5000 rpm, replace the fan, replace the power management (pm) printed circuit board assembly (pcba). The customer biomedical engineer (bme) requested onsite evaluation by a philips field service engineer (fse). This investigation is ongoing.